Manufacturer narrative:
D10: concomitants: 3676000, 188-01-15 - wedge plasma x/o sz 15. 4807497, 186-01-58 - integrip cc, cluster 58mm, g3. 5167919, 170-36-03 - biolox delta femoral head 36mm od, +3.5mm. 5193771, 180-65-25 - alteon 6.5mm screw, 25mm. 5203813, 180-65-35 - alteon 6.5mm screw, 35mm. Pending investigation.

Event description:
As reported via legal documentation the patient had a left hip replacement on (B)(6) 2018. Approximately 5 years 4 months after the initial procedure the patient had a left hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023; post op diagnosis: failed left hip replacement. Surgeon found a prominent adverse local tissue reaction with a lot villonodular reactive tan grey synovitis. There was some minimal osteolysis around the proximal femur.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.